Event description:
Country of complaint: (B)(6). Needle detachment when pulling from racepack.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: samples received: 171 unopened racepacks. There is one previous complaint of this code batch there are 32 units in OEM stock. We have received 171 closed samples. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.